Event description:
It has been reported to philips that the system will not boot up. The device was not in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system did not boot up. The fse ordered and replaced the flex vision pc. After replacement the fse noticed that the touch screen module (tsm) was not functioning properly. The quote was provided to the customer and after the acceptance the tsm was ordered and replaced. After replacement of the flex vision and the tsm, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.